Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that she had to press the esc button and it does not seem to clear the alarm. Customer changed her set and put in a bolus for dinner. Customer stated that it got to 4 units and it gave a no delivery alarm. Customer stated that she tried to deliver the bolus 3 times and it did the same thing each time. Customer was not sure why she got a no delivery. Caller ended the call before troubleshooting could be done. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.